Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to perform the displacement test due to pump error 38 alarm. Pump passed the active current test and self test. No blank display, frozen display or stuck button error alarm noted during testing. High sleep current found during testing. Incomplete download history files/traces using thump. Unable to create the power management graph due to incomplete download history file and detail trace. However, found low battery alert in the diagnostic trace on (B)(6) 2023 at 00:56:00 and stuck button error alarm on (B)(6) 2023 at 16:12:37. Pump was cut open to perform visual inspection and found moisture damage on the keypad assembly, electronic assembly on the pcba 1 and jammed motor gearbox.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, pillowing keypad overlay, scratched case and minor scratched lcd window. Blank display/frozen display not confirmed. Keypad unresponsive/button error alarm confirmed due to moisture damage keypad connector j1 on the pcba 1. Pump error 38 alarm due to jammed motor gearbox. High sleep current due to moisture damage electronic assembly on the pcba 1. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a stuck button alarm and a blank pump screen. Troubleshooting was performed but the issue was not resolved. The customer called with a keypad anomaly complaint. The button was not pressed for 3 minutes or longer. The customer stated that the pump was not exposed to change in altitude. The customer called back after installing a new battery and monitoring the pump for 2 hours, and the frozen display recurred. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.